Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd extension set was occluded. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that; tube sealed a/ blocked at opening.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# dyndtc5081 and lot# 24115122 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12nov2024 and 13nov2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.